Event description:
The event was related to an endurant ii stent graft system. It was reported that the sales representative heard a rattling in the box that contained the stent graft and the delivery device. The box was opened and found that the thumbwheel was broken off. There were no outer packaging issue. It was noted that this event did not involve a patient. No clinical sequelae were reported and the patient is fine. The device was returned for an analysis investigation. The event was confirmed; the thumbwheel was detached from the delivery system. The root cause of the event could not be conclusively determined during analysis. In addition to the reported complaint another failure mode, rear handle detachment, was found during the analysis investigation. The root cause of the event was most likely manufacturing related.

Manufacturer narrative:
(B)(4).